Event description:
During review of the in-house programming/diagnostic history database, it was observed that on (B)(6) 2009 the patient¿s device programmed settings inadvertently were changed to unintended parameters. The settings found were indicative of a faulted diagnostic test. All settings were corrected except for the magnet on time. The device was not interrogated prior to the patient leaving the office as recommended by device manufacturer to ensure the device is at the correct settings. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.